Event description:
During test, device displayed "defib comm error," which would prevent shocking a patient. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device was not able to duplicate the reported problem, although it was confirmed through the device's log. Since the reported problem could not be duplicated the root cause could not be determined. However, the evaluation indicates that the high impedance connection between the defib cable 550772 and the connector j6 on the motherboard could be the cause. The cable was replaced and tested. The device was then tested and performed in accordance with its specifications. Evaluation summary for 1418729-2005-00210 follow-up #1. Evaluation of the device was not able to duplicate the reported problem, although it was confirmed through the device's log. Since the reported problem could not be duplicated the root cause could not be determined. However, the evaluation, indicates that the high impedance connection between the defib cable 550772 and the customer j6 on the motherboard could be the cause. The device's defib cable was replaced. The device was then tested and performed in accordance with its specifications.